Event description:
Slovenia office received a phone call from our customer (B)(4) today, that our hip prosthesis elite plus, implanted in 2002 broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.